Event description:
The event is reported as: the customer alleges that the hme filter broke during use on a patient. The clinician put a new hme on the patient. No report of patient injury.

Manufacturer narrative:
The device sample was received for evaluation, but the investigation is incomplete at the time of this report.